Event description:
I had lasik eye surgery, having problems now with major dry eyes, halos, regression and now they say they can't do an enhancement. My eyes are having trouble at night driving, followed all their instructions etc. Paid over (B)(6) and get headaches, requested my records to bring to my regular eye doctor and see what she says. Currently lasik is sending me a prescription for glasses and contacts! Not once did they ever say this would happen, I had prk like they told me to, never had dry eyes previous to this, restatis not helping. The office manager told me my corneas aren't healed yet. Nobody told me they would take this long or any of the risks or any of this! I'm currently seeing halos a lot, dunno. I'm awaiting my medical records and go from there, went to (B)(6).